Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient experienced an exacerbation of congestive heart failure approximately 6 years and 4 months following the initial valve-in-valve procedure. However, the physician indicated this episode was unrelated to the transcatheter valve. The cause was not provided. Approximately 8 years and 7 months the patient presented to the emergency depart with worsening dyspnea and severe transvalvular regurgitation. Diuretics were started as well as a beta-1 agonist with improvement. The patient was started on an anticoagulant following the implant of the non-medtronic valve for ongoing atrial fibrillation. The patient was discharged home with home health care in stable condition. Approximately 1 month following the revision procedure a follow-up echocardiogram noted a normal functioning transcatheter valve with normal gradients and paravalvular leaks were not present. The event was reported as resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID {{evolutr-29-c}}; product lot/serial number (B)(6) ; product type: {{heart valve}}; implant date {{(B)(6) 2016}}; explant date {{na}} see also regulatory report 2025587-2016-00962 pertaining to the 2016 valve-in-valve implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years and 11 months following the implant of this transcatheter bioprosthetic aortic valve, within an existing medtronic transcatheter valve, an echocardiogram noted mild to moderate valvular aortic insufficiency. New york heart association (nyha) functional class ii was identified and new onset dyspnea. Treatment was not reported and the condition was to be monitored. Additional information was received which indicated that approximately 8 years and 8 months following the valve implant degeneration occurred specifically to severe aortic insufficiency. Bilateral lower extremity edema was present for ¿several¿ months. A possible left atrial appendage thrombus versed inadequate contrast filling was also reported. As reported, the severe ai was likely not new. As result of the ai, a non-medtronic valve was successfully implanted within the medtronic valve with a reported good outcome. The patient was discharged without complications.